Event description:
It was reported by service report that the side rail would not latch and there were sharp edges. The customer reported that they did not know if there was patient involvement or if there were adverse consequences to report.

Manufacturer narrative:
Broken weld with sharp edges.